Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was not delivering insulin correctly. The customer¿s blood glucose was 200 mg/dl at the time of incident. Troubleshooting was performed. The customer perform a fixed prime or fill cannula of 1 unit and insulin exited. The customer stated that they were not able to perform high pressure test and they performed a self-test and test was okay. The insulin pump will not be returned for analysis.